Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer decontaminated the mup, cleaned the meia optics line and calibrated the meia with clean standard. After performing the above steps, the calibration failed again. The calibration passed after centrifuging the master cal 1. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.